Manufacturer narrative:
Inspected one opened/used partial sensor and found sensor with cannula attached to broken needle. Unable to confirm if customer received sensor in said condition due to customer returned opened/used. Customer did not return insertion needle assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 180 mg/dl and sensor glucose was 70 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they did not have a bent cannula on the sensor. The sensor will be returned for analysis.